Event description:
During robotic laparoscopy a piece of black plastic was seen in the pt's abdomen. It was removed and determined to come from the 12 mm inner port of the cannula. The inner abdomen was re-examined and no other pieces were seen.